Event description:
Patient representative reported right side capsular contracture baker grade unknown and rupture as per ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red and yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported a right side capsular contracture, baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, a.6, b.5, d.6a, d.6b, h.6.

Event description:
Device has been explanted.